Event description:
The doctor claims that the graft was implanted for a left axillo-femoral bypass. After the graft was declamped, an unknown quantity of blood "oozed" from the surface of the graft. The quantity of blood lost through the graft is not attainable. Pressure was applied to stop the leakage. The graft was left in. The pt is doing well now.